Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, when not menstruating /pain") in a 36-year-old female patient who had essure (batch no. 927058-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included non-tobacco user, alcoholic (occasionally) and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)") and fatigue ("chronic fatigue"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/chronic, dull ache over lower, right abdomen"). The patient was treated with ibuprofen, paracetamol (tylenol), eugynon (jolessa) and surgery (full hysterectomy and salpingectomy, her uterus and both fallopian tubes removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, fatigue, vaginal haemorrhage and migraine had resolved and the dysmenorrhoea and headache had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, but some remain. It was also reported that due to the symptoms, treatments, and procedures endured by her as a result of implantation of essure, she has been forced to miss time from work. Discrapency noted in the medical records for the insertion dates: (B)(6) 2012 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 6-sep-2012: full occlusion of fallopian tubes in nov-2015 a pelvic ultrasound was ordered. Thereafter, she met with her doctor to discuss the results of her ultrasound, as well as various treatment options, including the possibility of having surgery to remove the essure. 25may2007 to 25may2012 in that period patient took unknown drug for unspecified indication. Jolessa was discontinued because essure occlusion confirmed. On 06sep2012 via hysterosalpingogram (hsg) what were the results of your essure confirmation test: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, when not menstruating /pain") in a 36-year-old female patient who had essure (batch no. 927058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included non-tobacco user, alcoholic (occasionally) and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)") and fatigue ("chronic fatigue"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/chronic, dull ache over lower, right abdomen"). The patient was treated with ibuprofen, paracetamol (tylenol), eugynon (jolessa) and surgery (full hysterectomy and salpingectomy, her uterus and both fallopian tubes removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, fatigue, vaginal haemorrhage and migraine had resolved and the dysmenorrhoea and headache had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, but some remain. It was also reported that due to the symptoms, treatments, and procedures endured by her as a result of implantation of essure, she has been forced to miss time from work. Discrapency noted in the medical records for the insertion dates: (B)(6) 2012 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes in (B)(6) 2015 a pelvic ultrasound was ordered. Thereafter, she met with her doctor to discuss the results of her ultrasound, as well as various treatment options, including the possibility of having surgery to remove the essure. (B)(6) 2007 to (B)(6) 2012 in that period patient took unknown drug for unspecified indication. Jolessa was discontinued because essure occlusion confirmed. On (B)(6) 2012 via hysterosalpingogram (hsg) what were the results of your essure confirmation test: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received: outcome for the event pelvic pain and abdominal pain lower updated to recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, when not menstruating") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("chronic, dull ache over lower, right abdomen"), fatigue ("chronic fatigue") and headache ("headaches"). The patient was treated with surgery (partial hysterectomy and salpingectomy, her uterus and both fallopian tubes removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal pain, fatigue and headache outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal pain, fatigue and headache to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, but some remain. It was also reported that due to the symptoms, treatments, and procedures endured by her as a result of implantation of essure, she has been forced to miss time from work. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was full occlusion of fallopian tubes. In (B)(6) 2015 a pelvic ultrasound was ordered. Thereafter, she met with her doctor to discuss the results of her ultrasound, as well as various treatment options, including the possibility of having surgery to remove the essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain, when not menstruating. A partial hysterectomy and salpingectomy was performed around 4 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, when not menstruating") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included non-tobacco user, alcoholic (occasionally) and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain/chronic, dull ache over lower, right abdomen"), fatigue ("chronic fatigue") and headache ("headaches"). The patient was treated with surgery (partial hysterectomy and salpingectomy, her uterus and both fallopian tubes removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, fatigue and headache outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, but some remain. It was also reported that due to the symptoms, treatments, and procedures endured by her as a result of implantation of essure, she has been forced to miss time from work. Discrapency noted in the medical records for the insertion dates: (B)(6) 2012 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes in (B)(6) 2015 a pelvic ultrasound was ordered. Thereafter, she met with her doctor to discuss the results of her ultrasound, as well as various treatment options, including the possibility of having surgery to remove the essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received: reporter information, all other relevant history updated. Case became medically confirmed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, when not menstruating /pain") in a 36-year-old female patient who had essure (batch no. 927058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included non-tobacco user, alcoholic (occasionally) and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)") and fatigue ("chronic fatigue"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/chronic, dull ache over lower, right abdomen"). The patient was treated with ibuprofen, paracetamol (tylenol), eugynon (jolessa) and surgery (full hysterectomy and salpingectomy, her uterus and both fallopian tubes removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower and headache had not resolved and the menorrhagia, fatigue, vaginal haemorrhage and migraine had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, but some remain. It was also reported that due to the symptoms, treatments, and procedures endured by her as a result of implantation of essure, she has been forced to miss time from work. Discrepancy noted in the medical records for the insertion dates: (B)(6) 2012 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. In (B)(6) 2015 a pelvic ultrasound was ordered. Thereafter, she met with her doctor to discuss the results of her ultrasound, as well as various treatment options, including the possibility of having surgery to remove the essure. On (B)(6) 2007 to (B)(6) 2012 in that period patient took unknown drug for unspecified indication. Jolessa was discontinued because essure occlusion confirmed. On (B)(6) 2012 via hysterosalpingogram (hsg) what were the results of your essure confirmation test: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Patient details, unstructured relevant tests and treatment drugs were added. Abnormal bleeding (vaginal, menorrhagia), migraines added as event. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain, when not menstruating. A partial hysterectomy and salpingectomy was performed around 4 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.